Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1810. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. Pump received with intermittent button response on the select button. Unit was successfully download using thump software. Stuck key alarms were noted several times on (B)(6) 2024 at 11:17:18.000 until 22:21:13.000. The keypad overlay was removed to perform visual inspection and found corroded keypad trace. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded keypad trace, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern for keypad unresponsive button was confirmed during analysis and was due to corroded keypad trace. Exposed to moisture confirmed due to corroded keypad trace and electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.